Event description:
Report of broken catheter received with a device registration form. Follow-up with hcp revealed pt experienced headache and increased pain at the time of the event. Pt has a retained fragment of catheter. Pt is doing well with the new catheter.